Event description:
It was reported that nurse is not happy with allevyn life as per past experience was that it left a patient's wound macerated after use.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see below the results of our investigation. Investigation summary: we have now concluded our investigation into this complaint. Unfortunately no sample has been provided preventing a more thorough investigation. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. Due to the nature of the complaint it has been passed to one of our medical specialists who has made the following comments ¿no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time¿ in the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.